Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient was frustrated about recharging every 3 weeks as opposed to every 2-2.5 months, or never with their prior inss. The patient had to charge 3 times more often than before and was unhappy about it. The settings were the same and had not changed. The patient noted that they couldn¿t live without it, and if it goes off, the patient falls on the floor and cried like a baby. The patient needed it because they couldn¿t take medication. The newest ins had ¿gone out¿ since they got it.

Event description:
Additional information received from the patient reported that they hadn¿t notified their managing physician about the issue of recharging too frequently, as it was a brand new unit and was on 24 hours a day, 7 days a week. The patient stated that they had their settings copied over from their old unit and that stimulation feels the same. However, with their old unit they were able to charge every two months, whereas with this unit they¿d have to charge every three weeks. The patient stated that no steps have been taken yet to resolve the issue of recharging too frequently. It was further reported by the patient¿s healthcare provider (hcp) that their current battery wasn¿t an issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.